Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the depth marks on the catheter shaft had allegedly disappeared. There was no reported patient injury.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one nbr ponsky feeding tube was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for missing/worn depth marks, as the sample was returned with worn markings near the distal end of the device and no other markings were observed on the device. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Potential contributing factors include cleaning with incompatible solvents and excessive rubbing.

Event description:
It was reported that the depth marks on the catheter shaft had allegedly disappeared. There was no reported patient injury.